Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence and pelvic organ prolapse. It was reported that the patient experienced pain, infection, bowel disturbances, and infections post implantation. (B)(4)

Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent the concurrent procedures of cystoscopy, bladder neck suspension, and anterior/posterior repair during mesh implantation.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, recurrence and dyspareunia. (B)(4).

Manufacturer narrative:
Date sent to the FDA: 08/05/2016.

Manufacturer narrative:
Date sent to FDA: 04/13/2017. (B)(4). It was reported that following insertion patient experienced recurrent urinary tract infections.

Event description:
It was reported that following insertion patient experienced recurrent urinary tract infections.